Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate with multiple cartridges. There was no reported impact to the customer¿s blood glucose level. Customer declined to perform troubleshooting with tandem technical support.